Manufacturer narrative:
Evaluation was not possible, as the device has not been returned. Smith & nephew has attempted several times to obtain the device for evaluation; however, has been unsuccessful. Review of the complaint history records were performed which confirmed no inconsistencies. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion. No further investigation is required. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During a hip arthroscopy with labral repair procedure, it was determined that the tip of the scope broke off and went into the hip joint. It was retrieved with x-ray and another scope. A delay of unknown time was experienced.